Event description:
It was reported by a patient's caregiver that they wanted the device removed as it was not helping with seizure control. The patient's caregiver stated that when the patient uses the magnet for seizure control, it actually makes the seizures stronger. Good faith attempts to obtain additional information from the patient's neurologist have been unsuccessful to date.